Manufacturer narrative:
(B) (4).

Event description:
Procedure: hernia. According to the reporter: the mesh tore apart at the suture site and migrated into the bowel. The mesh was implanted and the incident occurred 25 days post-operatively. The patient has cancer and has had 2 subsequent surgeries for bowel obstruction. The first on (B) (6) 2009, which was an open surgery and another surgery that was unrelated to the incident. The patient condition is unknown.